Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 32,286 joules during a prostate procedure. The procedure was completed with a second fiber. No pt or end user injury was reported. The pt outcome was reported as ¿okay¿.

Manufacturer narrative:
(B)(4): refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.